Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the helix exceeded specification the number of turns to extend and retract. The helix does not extend due to a drive shaft stuck on the retraction stop.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the helix on the right ventricular (rv) lead was verified. It was noted that the helix always jumped out, even after several tries. The helix also came out with rotations, but diagonally and with more than 20 rotations. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.